Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It is reported that the stent dislodged prior to use in the orange protective sheath; however, this was not noted until after the stent delivery system (sds) was advanced in the patient. On fluoroscopy, it was noted that there was no stent on the balloon and the sds was removed. The stent was found inside the protective sheath by the tech; however, the tech believes that she flushed the protective sheath and thinks that the stent is no longer in the sheath and will not be returned. It was confirmed that the stent was not in the patient by the physician. No patient effects were reported. No additional event or patient information is available.